Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# (B)(6): product type recharger product ID 37751 serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received the replacement component and are still seeing the poor communication screen. Reviewed potential overdischarge. Caller inquired if they can meet with someone sooner that 8/19. Reviewed that previous agent sent an email to field staff with no response. Caller thought this might be the 2nd time that it has gone this low. Agent reviewed that 3 times would require a surgical replacement and discuss with the hcp. Agent called caller back to confirm message on patient programmer and it was showing poor communication. Reviewed to bring external equipment/recharger to appt on 8/19.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep to review steps for entering physician recharge mode with an insr. Tss reviewed this.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. The patient representative mentioned that the patient has not charged their implanted neurostimulator in over a month. Patient representative said the patient gets stubborn at times and doesn't think they need the dbs therapy or they decide to turn the therapy off completely so they can save the battery. Patient has an appointment with healthcare provider on tuesday august 19th at 11: 30am. Agent attempted to have the caller start a charging session on the implant but recharger was not able to make a connection to the ins. Agent reviewed possible over discharge with patient representative and redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type recharger product ID: 37751, serial# unknown, product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating that they have nothing to return because they had returned their old device to manufacturer when they got a wireless recharger.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient manufacturing rep and stated that the patient's 37751 continues to show reposition antenna screen. Caller stated patient hasn't charged in a while due to cognitive issues. Tss reviewed likely over discharge and reviewed process of starting physician mode recharge and bringing ins out of over discharge. Caller stated they "haven't seen one of these in a while" in terms of an over discharged ins. Manufacturing rep called back because the hcp was unable to enter the physician recharge mode. The speaker button on insr is not working correctly. Request was sent for wireless recharger (wr).

Event description:
Additional information was received from rep stating they met with the patient on (B)(6) 2025. Physician mode reset was successfully done. The replacement wireless recharger has resolve d the issue. Information has been confirmed/provided by the physician. Rep has the broken legacy recharger which will be returned.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.